Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient mentioned they had not charged their ins in about 5 months because they were in the hospital due to being numb form the chest down. The patient mentioned it had something to with their spine and had several MRI's the patient had to turn therapy off several times while in the hospital did not charge ins. The patient could not connect to charge their ins about two months ago. The patient mentioned their spinal cord  was all messed up and the patient had been numb down for the past 6 months. The patient had recently started to regain feeling in their hands and chest. The patient had an MRI scheduled for friday next week and an appointment with their neurologist at noon. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.